Event description:
The report indicated that the customer experienced a high bg (330mg/dl) within the first day of activating a pod despite having administered multiple correction boluses. Both a kink and blood were seen in the cannula, though no alarm was initiated. Immediately after the high bg, the pod was deactivated and a manual insulin injection was administered. The suspect pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.